Event description:
It was reported that an ilet insulin pump became unresponsive to the sleep/wake button after the device was dropped into water, and the screen would only wake when connected to a charger; the patient discontinued pump use and switched to subcutaneous insulin via pen. Investigation included remote troubleshooting and user education. Further investigation of this case revealed physical damage and a nonfunctional wake button following fluid exposure. The user reported symptoms included dry mouth and sluggishness which are clinical symptoms for hyperglycemia. Outcomes included replacement of the device and instructions provided to sync data, shut down the device, return the original unit, and continue glucose monitoring with a cgm application. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware failure of the user interface button due to liquid ingress, and the event did not result in injury.